Event description:
It was reported that the manufacturing representative (rep) was at a case to replace the 37603 with a b35200. The patient had one lead connected and they plugged the unused header port. After the extension was connected the impedances were tested and the values were all electrodes showed the investigate indicator 5000ohms. They removed and dried the extension twice and got the same high values. The tried connecting the extension to both ports with the b35200. After troubleshooting they were able to get the impedance tests to show electrode 8 was good. They removed the b35200 and used a new 37603 and all the impedances were normal. The caller plans to return the b35200 ins that was associated with the issue. Troubleshooting was not required. The issue was not resolved through troubleshooting. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer's representative (rep) reported the battery replacement was due to normal battery depletion.